Event description:
It was reported that this device was unable to be read successfully. Health care professional (hcp) did not have the wand directly on the patient. The device remains in service. No adverse patient effects were reported.